Manufacturer narrative:
Unopened units from the same lot were returned for evaluation. Two units were evaluated and confirmed to have the same coating buildup as reported in the complaint. The complaint is confirmed. A root cause could not be determined. Corrective actions are in process. A review of the device history record was performed and one similar exception document was identified. Relation to the complaint is under investigation. A review of the complaint database was performed and no similar complaints from this lot number were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that when inserting the hydrophilic guidewire through an access sheath, the clear hydrophilic coating was gathering in front of the valve. The sheath was removed, and the clear coating that collected was flushed from the sheath.